Manufacturer narrative:
No sample available for investigation. DHR investigation did not show issues related to complaint. It is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, the MFR will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer reported "the stapler does not fix well the clips on the skin." No pt injury reported. Pt current condition listed as fine.